Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that half height drawer 6.1 not detected on bus. The field service engineer successfully addressed the problem by reseated the bus cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.